Event description:
It was reported that the 9800 system intermittently has blurry images. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ccd camera. The system was tested and found to be working as intended and placed back into service.